Event description:
It was reported that the new powered vascular gun misfired on pulmonary vessel. During vats lobectomy. Vessel was bleeding in between the staple line. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please give more information on how the misfired: did the device deliver any staples? Ans: device delivered stapler but not completely. If yes, were the staples formed properly? Ans: no. If yes, was the staple line complete? Ans: one side of the cut line it was complete other side it was incomplete. Did the device cut? Ans: yes. If yes, was the cut line complete? Ans: no. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Ans: irregular. Was there any difficulty opening the device? Ans: no. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4). Date sent: 3/10/2022. D4: batch#: 127a24. Additional information requested and the following was provided: did the patient receive and pre-op chemotherapy or radiation? Yes. What pulmonary vessel was device fired on? Pulmonary vein. Was there any adenopathy surrounding the vessel? No data. Was the open end of the staple line on the patient side or the specimen side? Patient side. What was the indication for surgery? Didn't get your question ,will you please elaborate? What was the procedure? Vats lobectomy. How was the bleeding identified? Visually. What was the total estimated blood loss (ml)? No data. Was a transfusion required? No data. What was the pre and postoperative anti-coagulant and pain management protocol? No data. Was the bleeding intraluminal or extraluminal¿vessel bleeding extra luminal. What were the reasons for the surgery? Lung cancer. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2022.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2022. Additional information received: this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the video, since the beginning, it was observed an echelon device inside of the body cavity with the reload not properly seated in the anvil/channel. It was also observed at the second 00:28 the device was fired and significant bleeding was observed at the moment to open the jaws. Based on the video review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2022. Additional information received: the issue reported is of bleeding post firing and was an adverse event which had resulted in converting vats case to open. There was also a risk of losing the patient but they managed the complication. B1, b2, h1 and h6 - health effect - clinical, health effect - impact.